Event description:
Customer reported the unit displayed speaker errors several times. It is unknown if the device produced sound at the time of the report. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Reporting institution name: (B)(6). A philips remote service engineer (rse) interviewed the customer who reported the device was defective and they wanted to send it in for troubleshooting and repair. Diagnostic/functional testing was performed at the philips authorized repair facility. The philips bench repair technician (brt) tested the unit and the defect claimed by the customer could not be reproduced. The speaker was replaced at the customer's request. Good faith efforts (gfes) could not confirm if there was sound at the time of event as there was no response. Based on the results of the analysis, the product was confirmed to be operating per specification, and the customer's reported problem could not be replicated by the philips brt. The problem was not confirmed. The unit shipped back to the customer to resolve the issue. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time.